Event description:
Reportedly, the device was explanted after an implant duration of approximately 1 year 6 months (18.4 months) due to severe mitral regurgitation. The device was given to hospital pathology for additional testing. The surgeon originally reported that the patient was presenting with mitral regurgitation after an implant duration of 1 year. The device had been implanted on (B)(6) 2010, opd. Patient appeared with severe mitral regurgitation in (B)(6) 2011. Since the patient did not want to replace the valve again, the doctor was using medicine to control the regurgitation but requested advice regarding treatment based on static echo images. Unfortunately, the images were not of sufficient quality to use for an echo interpretation. On (B)(6) 2012, the surgeon informed edwards lifesciences that the device was explanted on (B)(6)2012. The device was given to the hospital pathology for additional testing and would not be available for return and evaluation.

Manufacturer narrative:
On (B)(4) 2012, the echo cds were received by edwards lifesciences. They were forwarded to an independent consultant for review on (B)(4) 2012. The echo results were received on (B)(4) 2012 and forwarded to the customer. The device remains with the hospital pathology lab and no update has been provided by the health care provider. Conclusion: there are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, we are unable to investigate into the root cause for this event because the echo images are of poor quality and the device is not available for return and evaluation.

Manufacturer narrative:
Evaluation summary attached: based on the pictures provided by the customer, the valve had characteristics that supported customer report of regurgitation. The pictures provided by customer, indicate what appeared to be heavy host tissue overgrowth had encroached onto leaflet 3 at the outflow aspect and curled the free margins over leading to a gap at the coaptation region. However, as received, the valve exhibited tissue cut out at leaflet 3. The tissue missing measured approximately to 8 mm along the free margin by 11 mm into the cusp area. The tissue may have been cut off at explant for pathology testing. Some of host tissue overgrowth was evident the edge of the cut out. As received, minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 1-2 mm. Host tissue overgrowth was moderate at the stent outflow and minimal at the stent inflow. Approximately half of the swing ring was exposed and cut along the valve most likely due to explant. No inconsistencies detected in the x-ray as the wireform was intact. Device was received for decontamination and evaluation on (B)(6) 2012. Evaluation concluded on (B)(6) 2012. The initial evaluation was conducted based on pictures provided by the customer. Follow up by visual and x-ray confirmed customer's original assessment. Update to conclusion: the evaluation confirmed regurgitation was the result of excessive pannus growth. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Device not returned. Initial report was received from the surgeon on (B)(6) 2012. The surgeon reported that his patient was presenting with severe mitral regurgitation. However, the patient was reluctant to have the device explanted and the surgeon was using medications to control the regurgitation. On (B)(6) 2012, static images from the echo report were provided by the surgeon but were not of sufficient resolution for interpretation. On (B)(4) 2012, requested echo files on cd or dvd. We requested photos of the device from all angles and a copy of the tee on cd, if available. On (B)(4) 2012, requested additional information regarding medical therapy, patient history, patient medications history. No additional information or update regarding patient status has been reported. Sales did a follow up on (B)(4) 2012 with the surgeon and learned that the device had been explanted on (B)(6) 2012. The device was given to hospital pathology for additional testing and will not be available for return and evaluation. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.